Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image was flipped when using the 30 degree endoscope plus. The customer replaced the endoscope and the issue was resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check if the endoscope rotated smoothly by hand. The customer confirmed that the base of the endoscope was stuck when operated manually. The customer found resistance on the rotation axis. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the time of the event the customer was performing a dissection of the inferior mesenteric artery (ima). The system recognized the endoscope, but the orientation was reversed both vertically and horizontally. The vision issue did not result in patient injury.